Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call customer's hospitalization for low blood glucose levels. The father states the device is not taking active insulin into account and is only delivering food insulin. The customer's blood glucose level at the time of incident was 300mg/dl. The customer states they treated with food. The customer's most current level was 170mg/dl. Troubleshoot was conducted. It was noted that the bolus wizard was not calculating corrections correctly. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The bolus wizard functioning properly per bolus wizard sample. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. The insulin pump passed the displacement accuracy test.